Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was damage on the tubing cap of one device. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: gim the information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon evaluation, the photo showed the presence of a damaged hemogard closure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was damage on the tubing cap of one device. No patient impact reported.